Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00104. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure for a renal aneurysm with penumbra ruby coils. When the technologist removed the coil from the hoop, he noticed the back of the hyper tube was bent rendering the coil useless. It is unknown if the coil was that way in the package or if it was accidently bent when the coil was removed from the hoop. The coil was disposed of by the hospital and the physician used another coil to complete the procedure without any reported adverse effect on the patient.